Event description:
Event description guidant rec'd info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away, and the local guidant representative was called to turn off the device. Upon interrogation, the device displayed a red screen with warning that a malfunction had occurred and the device was operating in single zone tachy therapy and non-programmable vvi pacing. The pt had a hstory of heart failure and lung cancer. The pt had not had a MRI or radiation therapy.